Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/03/2018, that on (B)(6) 2018, a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient's physician stated the skin reaction was located where the patch adhesion had been. The reaction was described as redness and after a few days the reaction worsened and was reported to look like a burn. Upon removal of the sensor, there had been discharge on the sensor. The patient treated the affected area with cavilon. No additional patient or event information is available.